Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient was drifting in and out of consciousness and was treated with a tube of glucagel (10g) and drank a can of lemon (B)(6) juice. It was indicated that while the patient was being treated, a tooth knocked out that had already been loose. At the time of contact, it was indicated that the patient had went to school later that morning. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.